Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that since being implanted they had a loss of therapy and it is not helping with their pain. They do not sleep at night and are up all night with back pain. Their legs are killing them and they cannot walk from the bedroom to the kitchen. Their rehab person was coming on (B)(6) 2017 to help them. They try going out for a walk, half a block there and a half a block back, but they are in pain. The patient currently feels the stimulation and is on program b at 3.2 volts. They do not want to increase it because it would be too strong. The stimulation is going down their right side from their right rib to their right leg into their right foot, but it is not hitting their back. They told their manufacturer representative (rep) last week and the rep told them if it is hitting their rib it should be hitting their back. The patient said that the test system worked great; they did not feel the test stimulation and it worked great. Since being implanted they have sent three rep to try and change the programs but the patient does not know what they are doing. They go so fast, do it and then walk out. At the time of the report the patient synchronized with their patient programmer which showed that the stimulation was on. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated. Additional information was received from the patient. It was reported that the patient had a problem working it, her back was still in a lot of pain, and she did not know what was going on. The patient wanted somebody to meet an appointment with a healthcare professional (hcp) on (B)(6) 2017 so she could go over this. The patient did not feel stimulation the back at all; it was in the breast area which was annoying and the patient only felt stimulation in one leg so with the other leg the patient could hardly walk because it was so painful. The sciatic pain was unbearable. The patient was redirected to contact the hcp to resolve the symptoms and contact a manufacturer representative (rep). The issues occurred since implant. Additional information was received from the patient. It was reported that the patient was still not getting therapeutic benefit. The trial was very successful so the patient did not know why the permanent device wasn't working. Additional information was received from the patient. It was reported that the patient called the doctor's office on (B)(6) 2017. The patient reported that the cause of the issue was a bad surgery and it was noted to be very difficult. The issue had not been resolved. The patient's legs and back were in a lot of pain. The patient was not able to stand or walk as it was very painful. She couldn't even do the small amount of house work or cooking. The patient hoped that a rep would be sent to program the patient programmer again as she was not getting any relief in her back at all. Additional information was received from the patient. It was reported that the patient had a reprogramming session with a rep on (B)(6) 2017, and he increased the frequency and now the patient had to recharge more frequently and it was taking longer as the patient was not getting any bars shaded. The rep told the patient to switch to a lower frequency so that it didn't deplete as quickly. The antenna was repositioned over the ins and the patient got 6-8 coupling bars. The troubleshooting resolved the issue. It was noted that the ins was a quarter charged so the patient was to spend time recharging. The recharging issues began on (B)(6) 2017. Additional information was received from the patient. It was reported that the patient's stimulator was just not working and the rep was doing something wrong. The patient's back was in terrible pain. The rep was supposed to meet the patient at an appointment with the hcp the morning of (B)(6) 2017, but the rep was unable to make it. It was noted that the patient had alzheimer's disease. It was also noted that the patient had the device implanted for back and leg pain. The patient was looking for another rep to be invited to her appointment. The patient was redirected to t he hcp to invite another rep to the appointment. It was noted that the back pain began on (B)(6) 2017 which conflicts with the previous reports that it occurred since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that therapy was not helping with pain since the device was implanted. The patient felt stimulation but it was not in the right place. It was reported that the stimulation was not working like it was supposed to. Additional information was received from the patient on 2017-06-21. The patient reported that she last saw the doctor on (B)(6) 2017 at her post-op. The patient reported that there was a manufacturer¿s representative (rep) there too but she didn't know the name of the rep. The patient reported that the rep was not very patient with her so she had asked the doctor for another rep at her upcoming appointment on (B)(6) 2017. The patient reported that she hoped to get the device reprogrammed at that appointment. The patient reported that she didn't know the cause of the issues and stated that she did get 50% relief but she was still in pain mostly at night when she laid in bed. Additional information was received from the patient on 2017-09-13. The patient reported that she was still in pain. The patient reported that the therapy didn't seem to be controlling her pain. The patient reported that it did help but she was still in terrible pain when she was standing or something. The patient reported that it was helping 50%. The patient reported that the trial worked great. The patient reported that a manufacturer¿s representative (rep) tried adjusting but therapy still not helping. The patient reported that a rep was coming to program her but they don't know how to do it. No further complications were reported.